Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inserter tip broke during surgery. 1 piece, it was retrieved. Discarded by or. No surgical delay.